Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) tested the drawer 3.2 in hardware test application, that the cubie pockets were not detected, so the fse shut down the station, then reseated all the cables in drawer 3.2, then restarted the station and tested the drawer in hardware test application, after that the system was able to release cubies and pop lids. The customer was able to access drawer and inventory medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.